Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch ultra meter would not power on , powered off during use and continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issues began around 8:00am on an unspecified date at the beginning of (B)(6) 2016. The reporter informed the csr that the patient manages her diabetes with a fixed dose of insulin (type/dose unspecified) and denied that the patient made any changes to her usual diabetes management regimen due to the alleged issues. The reporter claimed that an unknown time before the alleged issues began, the patient developed symptoms of feeling "weak and could not breathe." The reporter stated that the patient attended the emergency room (ER) around 9:00am as a result of the alleged issues and was treated with insulin, IV fluids and oxygen. The reporter claimed a blood glucose reading of "515 mg/dl" was obtained on the ER device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that there was no indication of misuse of the device. The csr documented that the correct test strips were being used for testing and based on the information provided, the battery did not need to be replaced. The csr educated the reporter on the meter's behavior and auto-shutoff and walked the reporter through a retest and the alleged meter issues remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury reportable adverse event after the alleged meter issues began.